Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer had bravo procedure where the capsule failed to attach. The patient was not harmed. They had inserted into patient's mouth, turned on pump and observed proper suction and time. They removed the safety clip and pressed the plunger. The plunger itself broke at this point, it popped out of handle. It was removed from patient's mouth and found the capsule was still on the delivery system. They calibrated and placed another capsule with no problems.